Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared multiple (temperature, and altitude) alarms occurred while the customer was not outside of the labeled operating altitude and temperature range. The customer's blood glucose level was 267 mg/dl. Reportedly, the customer declined to load a new cartridge to resolve the issue and declined further troubleshooting with tandem technical support. The customer had manual injections available as alternate insulin therapy.